Event description:
The customer contacted baxter's technical service center regarding an unrelated alarm, which occurred on the homechoice (hc) during use during fill. The final bag was moved to the heater line by the home patient (hp). The technical service representative (tsr) helped the registered nurse (rn) end the therapy. The tsr told the rn to contact the peritoneal dialysis registered nurse (pdrn) regarding the hp being connected and the bag being switched and missed therapy. The rn would review the program with the pdrn. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional relevant information becomes available. Per baxter labeling, users are instructed to not replace empty solution bags or reconnect disconnected solution bags when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.